Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cuff of a portex® bivona flextend¿ tts¿ neonatal and pediatric tracheostomy tube experienced an air leak during use with the patient. It was noted that throughout the night, the patient developed an increasing air leak, with decreasing minute ventilations. The ventilator continuously alarmed for low volume and a significant air leak was observed. Tracheostomy tube site, ties, ventilator circuit, and ventilator were all inspected and troubleshooting was performed. The water cuff of the tracheostomy tube was found to have about 0.5 cc less water than was replaced an hour earlier as part of the troubleshooting process. It was determined that the tracheostomy tube cuff was leaking and created an air leak and poor ventilation process for the patient. Cuff patency had been tested prior to use. The cuff was filled with sterile water. It was noted that the patient was "already very compromised" at the time of the event, and it is unknown whether the event "made matters worse". There was also a risk of losing the airway. The tracheostomy tube was replaced with a backup. The patient was reportedly doing "okay" after the event, and the event outcome was reported as resolved. No permanent injury was reported.

Manufacturer narrative:
It was determined that this file (3012307300-2017-01587) is a duplicate of 3012307300-2017-01515. A supplemental report was sent on 3012307300-2017-01515 to reflect any additional information.

Manufacturer narrative:
One device was returned for evaluation without its original packaging. Visual inspection found no damage on the unit. Leak testing was performed and found no leaking. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. A review of 32 assemblies was performed and underwent inflation testing and found that all devices inflated uniformly. Based on the evidence, a root cause was unable to be determined. No fault was found with the devices.